Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press and had to prime or rewind more than once. Customer stated that insulin pump had received pump error twice most recently and insulin pump screen went black. Customer stated that they had to wait a minute for insulin pump to come back on and had to re enter all settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.